Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker was found to be in back-up mode and resolved by itself. No intervention has been performed. The patient's condition was stable.